Event description:
On (B)(6) 2022, a pico single use npwt device was applied to the patient's right knee wound by a nurse. The dressing was placed over the wound, and the pump was secured to the right lateral leg. On that same day, the patient called complaining of pain in her right lateral leg where the pump was located, and the nurse told her to disconnect/remove the pump if the pain was bad. The patient called back and stated that the pump felt very hot, and that she was experiencing a burning feeling in her right lateral leg. The nurse told her again to disconnect/remove the pump, which she did. The patient noticed two red marks in the area where the pump had been. At her follow-up appointments on (B)(6) 2022, blisters were noted in the area. FDA safety report ID# (B)(4).